Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for unknown quantity of unknown cannulated screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. This report is for unknown quantity of unknown cannulated screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: chen, c. Et al (2017), dynamic hip system blade versus cannulated compression screw for the treatment of femoral neck fractures: a retrospective study, acta orthopaedica et traumatologica turcica, vol. 51, pages 381-387 (china) the purpose of this retrospective study is to evaluate the clinical results of femoral neck fractures surgically treated by internal fixation with either a dynamic hip system blade (dhs-blade) or cannulated compression screws. Between march 2011 and august 2013, 86 patients with femoral neck fractures were treated with closed reduction internal fixation. 86 patients were divided into two groups: blade group consisted of 42 patients (18 males and 24 females) with mean age of 56.3 years (range, 37-87 years old) who underwent internal fixation using unknown synthes dhs-blade while screw group consisted of 44 patients (20 males and 24 females) with mean age of 53.8 years (range, 26-83 years old) who underwent internal fixation using unknown synthes 7.5 mm cannulated compression screws. Femoral neck shortening was evaluated in the vertical plane (femur length decrease), which was categorized into four degrees: degree 0 (less than 5 mm shortening); degree 1 (5-10 mm shortening); and degree 3 (=20 mm shortening). The average follow-up time was 27 months (range, 24-36 months). The following complications of the blade group were reported as follows: unknown patients developed avascular necrosis of the femoral head. Unknown patients had femoral neck shortening = 10 mm. Unknown patients had screw loosening. The following complications of the screw group were reported as follows: unknown patients had nonunion of femoral neck fracture and screw-exit. These patients were treated with arthroplasty and recovered well. Unknown patients had necrosis during the first 2 years follow-up. Unknown patients had femoral neck shortening = 10 mm. The 2 patients experienced severe implant cut-out and consequent damage to the acetabulum. Unknown patients had screw loosening. This report is for unknown quantity of unknown cannulated screws. This is report 3 of 4 for (B)(4). A copy of the literature article is being submitted with this medwatch.